Event description:
The customer reported that intermittently the sys's left live monitor would not display an image at the start up of the sys. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The connections on the monitor port and the interconnect cable were checked. The sys was tested and found to be working as intended and put back into svc.